Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was unable to establish communication between her ipg and external devices. The patient was without stimulation. It was also reported, the patient had not charged her ipg for approximately a year. F/u info revealed the patient met with the sjm representative and confirmed the issue. The patient underwent surgical intervention on (B)(6) 2014, where the ipg was removed and replaced with a new one. The patient reported effective therapy has been restored.